Event description:
A customer reported experiencing an occlusion alarm; however, the specific alarm number could not be verified in the pump history. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin delivery. There were no recurring occlusion issues, and no further assistance was deemed necessary, leading to the closure of the case by technical support.